Manufacturer narrative:
Unit was received with intermittent down arrow button response due to flattened button dome switch. No unlocked component/lcd keypad connector during visual inspection. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, and torn keypad overlay at the down arrow button. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a hole on the down arrow button. Customer's blood glucose level was around 85 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.